Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as "crack on the packaging which compromises the sterility of the product." No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened psi kit for evaluation. Visual inspection of the kit revealed the bottom corner of the tray was broken. Part of the corner was still adhered to the lidstock. Packaging engineers were contacted to identify a potential root cause. Since this complaint is the only one involving this tray (t-04400-100c) it is likely an anomaly and undue force is to blame for the tray damage. A device history record review was performed, and no relevant findings were identified. The report of a sterility issue was confirmed through complaint investigation. Visual analysis revealed that the bottom-right corner of the tray was cracked. A device history record review was performed, and no relevant findings were identified. Based on the customer description, the sample received, and feedback from packaging engineers, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "crack on the packaging which compromises the sterility of the product." No patient involvement.